Manufacturer narrative:
No results available since no evaluation performed. A complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. Based on the feedback received from the survey, this complaint is being reported because a clip applier that does not close properly could lead to inadequate clip application, which could compromise hemostasis. While there was no known harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. If additional information becomes available, a follow-up MDR will be submitted. Patient information was not provided, and follow-up could not be attempted as no customer/site information was available.

Event description:
It was reported in a survey that the surgeon experienced "robotic clip applier does not close as strongly as hand placed so sometimes struggles to close on stiffer tissues" with no further details provided. The date of event is unknown. Intuitive surgical, inc. (Isi) was unable to follow-up to obtain additional information as the customer/site information was not provided.